Event description:
Impella 5.5 cassette leaking within cassette holder in the impella controller. New cassette obtained. When attempting to change cassette, controller was not reading new cassette insertion (stuck at step 4 of the process). Impella representative on the phone with nurse. Charge nurse and np at the bedside. New controller obtained. Pt reconnected to new controller. Patient stable after and throughout change of cassette.